Event description:
It was reported that multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but then reoccurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the pump date was incorrect. Customer corrected the date to resolve the issue. Customer¿s blood glucose level was 140-350 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.